Event description:
A customer reported that during surgery, the infusion cannulas do not lock into the trocar. There was no pt harm reported.

Manufacturer narrative:
The customer did not retain a sample for this complaint report; functional testing could not be conducted. The customer's complaint history was reviewed for the period of one year; this is one of six complaints reported for this issue. This is the first complaint reported against the finish goods lot and the DHR shows the product was released per specs. The root cause is unk. An internal investigation has been opened. (B)(4).